Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and cyst. The device remains implanted.

Event description:
Healthcare professional reported rupture for left side. Per imaging studies "sparse simple cysts, measuring up to 5mm. Implant with slightly heterogeneous internal content, mainly in the medial quadrants, where hyperechogenic material, forming a posterior artifact, is also observed, close to the contours of the implant. These aspects may be related to intracapsular rupture". The device has been explanted.